Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. The wire insulation was not damaged, no thermal damage was found, and the instrument passed an electrical continuity test. During visual inspection, the instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. No missing material was found.

Event description:
Refer to h11 for follow-up information.